Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with intravenous diflucan in the hospital and is currently taking it orally (dose and frequency unknown). On an unreported date, pd therapy was discontinued. The patient reported they are currently on hemodialysis and are not sure if they will return to peritoneal dialysis treatment. The patient reported they were unsure if they were recovered from this peritonitis event. No additional information is available.